Event description:
It was reported by the pt's attorney that as a result of having the mesh implanted the pt has suffered serious bodily injuries, extreme pain, erosion of her internal bodily tissue, significant mental and physical pain and suffering and has undergone multiple surgeries and revisionary procedures and has sustained permanent injuries.

Manufacturer narrative:
The reported backup vvi reset was verified in the laboratory. The cause of the reset is believed to be due to exposure to strong magnetic fields originating from an MRI machine. The device's functionality was tested on the bench and on the automated electrical test system. No anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device presented in a back-up vvi mode. The device could not be restored. It was reported that the device was exposed to MRI equipment. Device replacement was recommended. The patient was very sick, and it was decided to delay any other surgery. The device remains implanted.